Event description:
It was reported that, pt reports he had a knee replacement and a revision and now has a stryker device. He states the stryker knee was implanted (B)(6) 2010. It's unclear if that's the date of the original or revision surgery. Pt claims he cannot perform normal daily activities without inducing pain. On (B)(6) 2012 pt stated that on (B)(6) 2011 orthoscopic surgery was performed the bone was shaved to remove the bone spurs. Went to physical therapy and continues with physical therapy for no mobility. Surgeon recently stated knee is not tracking, patella slipped. Pt also stated that hosp does not have a record of the implant sheet.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info (x-rays, medical records, operative notes) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.